Event description:
The reporter contacted animas on (B)(6) 2014 alleging the display screen was blank and the battery compartment was cracked. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issues remained unresolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2014 with the following findings: the complaint regarding the blank display screen could not be confirmed or duplicated on investigation. The pump powered on to a fully functional, legible display. Investigation revealed that the battery compartment was cracked. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).